Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the cause of the user's experience cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a brand-new xenon lamp that was used with the evis exera iii xenon light source went out after replacement. The packaging stated, "checked by oekg," but the lamp looked like it had been used. Thermal grease was also found on the metal surfaces. There were no reports of patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since only a partial serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the lamp did not light up because the glass surface of the lamp unit was broken due to heat compound applied excessively. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.